Event description:
It was reported that an infection resulting in vegetation on the right atrial, right ventricular, and left ventricular leads was observed. The infection was suspected to be due to the previous device replacement procedure that occurred recently for an unrelated issue. The system was explanted, and antibiotics were administered to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis.